Event description:
It was reported that this brady lead was a case of an attempted implant in left bundle branch due to the helix not fully retracting after the repositioning. A new lead was implanted. No adverse patient effects were reported. This lead was returned.

Event description:
It was reported that this brady lead was a case of an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was a case of an attempted implant in left bundle branch due to the helix not fully retracting after the repositioning. A new lead was implanted. No adverse patient effects were reported. This lead was returned.